Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and lead system experienced an infection. A revision was performed and the crt-d along with the right ventricular (rv), right atrial (ra), and left ventricular (lv) leads were explanted. It was noted the patient was prescribed a lifevest following the explant. No additional adverse patient effects were reported. The crt-d was returned for analysis and the leads were discarded.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.